Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. During the investigation it was determined that the downstream occlusion seal had a tear. This was replaced and the device passed all function tests. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the cassette was not attached properly alarm was persistent. Alarm would not clear after cassette was removed. The event occurred during testing. Further investigation found that the downstream occlusion seal was torn.